Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 75% stenosed lesion in the first obtuse marginal (om1) artery. A 3.75x8mm nc trek balloon dilatation catheter (bdc) was advanced but due to resistance from the anatomy, did not reach the target lesion. Resistance was noted during removal. There were no adverse patient effects and no clinically significant delay in the procedure. Treatment with rotablation is scheduled for a later date. No additional information was provided.